Event description:
Lifecor customer support noticed many "trace code 5" flags in a download by a male patient. Support contacted engineering to see if any action should be taken. Engineering stated that the monitor was programmed to display more flags than normal. Every twenty minutes this flag will be displayed, but it will not effect monitoring or treatment. At this time there was no need to exchange the equipment. In 2008, the patient contacted support to report that his response buttons were not functioning. He stated he tried multiple times, with both battery packs, but the monitor would not start up. Support sent the territory manager (tm) to the patient to exchange the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was not confirmed. The monitors response buttons worked correctly in service. The monitor's response buttons were replaced as a precaution. The monitor was retested and restocked. No adverse event resulted from the response button problem. The patient received a replacement monitor.